Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one s/l catheter repair segment and a sealed luer cap was returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the identified fracture and material separation issues as a complete circumferential break was noted to the distal end of the catheter. The edge of the break was sharp and smooth in one region and rounded in another and the surface of the break was noted to be finely granular. However, the investigation is inconclusive for the reported material protrusion and stretched issues as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 4.2f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 4.2f products is identified in d2 and g4. H10: d4 (expiry date: 08/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post catheter placement procedure, the device hcp allegedly noted the appearance of hernia when rinsing the central catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one s/l catheter repair segment and a sealed luer cap was returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported material protrusion and stretched issues as during functional evaluation upon infusing water on the luer at hydrostatic pressure ballooning was noted on the catheter just distal to the catheter clamping sleeve. Further the necking and stretch was noted throughout the clamping sleeve. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 4.2f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 4.2f products is identified in d2 and g4. H10: d4 (expiry date: 08/2022), g3 h11: h6 (result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post catheter placement procedure, the hcp allegedly noted the appearance of hernia when rinsing the central catheter. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 4.2f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 4.2f products is identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that post catheter placement procedure, the device hcp allegedly noted the appearance of hernia when rinsing the central catheter. There was no reported patient injury.